Event description:
A report was received that the patient had a fall unrelated to the device and was not receiving adequate stimulation and was experiencing charging difficulties. Upon follow up high impedance readings were noted. The ipg database analysis confirmed high impedances and that the device appeared to be working as expected. The physician chose to replace the entire system and the patient was reportedly doing well following the procedure.

Event description:
A report was received that the patient had a fall unrelated to the device and was not receiving adequate stimulation and was experiencing charging difficulties. Upon follow up high impedance readings were noted. The ipg database analysis confirmed high impedances and that the device appeared to be working as expected. The physician chose to replace the entire system and the patient was reportedly doing well following the procedure.

Manufacturer narrative:
Ipg: the device evaluation indicated that the ipg passed visual, electrical, performance and photographic imaging tests performed. The device exhibited normal device characteristics. The returned product analysis verified the complaint. All leads and extensions exhibited fractures: lead sc-2138-70, s/n (B)(4): contact #1 was fractured and the proximal end was bent. Lead sc-2138-70, (B)(4): the proximal end was separated between contact 3 and 4. The end portion of the proximal was left in the associated extension. Contact #6 was fractured. Lead extension sc-3138-35, (B)(4): contacts 6, 7, and 8 were fractured. Lead extension sc-3138-35, (B)(4): contacts 7 and 8 were fractured.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model # sc-2138-70, serial # (B)(4) and (B)(4), description: scs 70cm iii, lead model # sc-3138-35, serial # (B)(4) and (B)(4), description: scs phiii extension 35cm.